Manufacturer narrative:
No samples from the same batch are available. 3 photos were provided by the customer, showing detachment of the pip tip from the adhesive tape. From the received photos it could be noted that the adhesive tape was still fully attached to the emac material. 20 samples (1 outer case) from product code pc4515eu batch 1612194v (current batch available at microtek medical bv finished goods warehouse) were returned for further investigation. A visual inspection was performed but no visual non-conformities were noted. Shear strength dry testing was conducted on the ema/pip adhesive joint. All of the tested adhesive joints passed the shear strength dry requirement of >0.8lbf. The adhesive tape used in the pip tip-emac material junction bonding is also used in other probe covers product codes manufactured at microtek medical malta ltd. Thus 8 samples from another product code (pc3688eu) that utilized adhesive tape from the same batch that was utilized for batch 1611502v were returned for inspection. A visual inspection was performed but no visual non-conformities were noted. Shear strength dry testing was conducted on the ema/pip adhesive joint. All of the tested adhesive joints passed the shear strength dry requirement of >0.8lbf. Thus, no non-conformities could be noted on the returned samples for inspection. Batch records review of the above mentioned batch was performed and no non-conformities similar to the defect mentioned in section 1 were noted during the in-process inspections that were performed. Device not received.

Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2016. According to the information received, a dermatological specialist for skin and venous disease reported that the sterile ultrasound cover is torn during the operation. The two material layers of the cover separate.